Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The facility administrator (fa) from a hemodialysis (hd) user facility reported that an internal dialyzer blood leak occurred within five minutes after the initiation of a patient¿s hd treatment. The blood leak was reportedly visible in the dialysate compartment of the device. The machine, a fresenius 2008k2, alarmed with a blood leak alert. Fresenius bloodlines were also being used. Blood test strips were used to test for the presence of blood, and they tested positive. There was no reported damage identified on the dialyzer. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was approximately 250 ml. The fa confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment after being re-setup with new supplies on a different machine. The dialyzer was reportedly available to be returned for a manufacturer evaluation.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port caps and adapter caps were returned attached to the dialyzer. The fibers were tinged with blood. Blood was noted throughout the dialyzer, and coagulated blood was observed in both headers. The returned sample was subjected to a laboratory bubble point test. No leaks were detected, possibly due to the coagulated blood observed in the headers. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, a potted fiber fragment was identified on the cavity ID end of the device. The fiber fragment was located at approximately 240 degrees, with the dialysate ports situated at 0 degrees. The fiber fragment measured approximately 0.33 mm in length. The opposing end of the fiber could not be isolated. Further examination of the fiber bundle did not identify any other damage or irregularities. The inferior surfaces of both polyurethane potting ends were examined for voids; no voids were noted. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.